Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. The following sections were corrected: d4, h4. The product/s involved in the reported event was returned for investigation. The item was implanted for approximately 14 years prior to explanation, as returned it is separated into two pieces by an apparent fracture running in the m/l direction. The superior surface of the bearing shows some abrasions, gouging, and/or pitting along the right-hand side or the articulating surface, and also some possible delamination on the lateral edge in the same vicinity as the fracture. The inferior side also shows the same possible delamination on the lateral side. The fracture surface on both the superior and inferior sides shows whitening along the edges, possibly indicating high levels of oxidation in the vicinity of the fracture. Subsurface "white banding" can be seen in the fracture surfaces on both fragments of the bearing , possibly indicating high oxidation in the bulk uhmwpe. Possible delamination can be seen all along the medial edge of the bearing . Conclusion: the fracture of the bearing surface was possibly due to embrittlement and resulting delamination of the polymer due to oxidation incurred over the time of implantation. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process. A definitive root cause could not be determined. The most likely root cause of the bearing surface fracture was oxidative degradation of the polymer during long-term implantation, leading to embrittlement and subsequent delamination under cyclic loading conditions. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: oxford ph3 cementless fem sz m; item# 154926; lot# 2379460, oxf uni cmntls tib sz d rm; item# 166577; lot# 2426453. G2 - foreign: australia. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had an initial right knee arthroplasty. Subsequently, they underwent a revision surgery due to meniscal poly bearing fracture approximately thirteen years and nine months post surgery. Due diligence is in progress for this complaint; to date no additional information or product has been received.